Manufacturer narrative:
The field service engineer (fse) replaced the power supply to address the reported problem. Patient information was not provided when it was requested.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with 35 volt failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.